Manufacturer narrative:
Concomitant medical products: patient medications: tylenol, aspirin, lipitor, norco, hydrocortisone cream, lisinopril, prinzide zestoretic, claritin, xarelto, senokot, and revatio. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include reoperation.

Event description:
On (B)(6) 2019, this patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on follow up images (date and modality is unknown), at the distal bifurcation going into the ipsilateral limb (rlt231214/20489416) had thrombosed. The area was still patent. On (B)(6) 2019, the physician reintervened and performed a thrombectomy and implanted a gore® viabahn® vbx balloon expandable endoprosthesis. The patient tolerated the reintervention.